Manufacturer narrative:
(B)(4). This meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash blood glucose monitor. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. The customer did additionally report feeling sweaty and going to a local hospital. While at the hospital, the customer's blood glucose was 325 mg/dl, however, the customer was not diagnosed with hypoglycemia or hyperglycemia. There was no report of death, serious injury or mistreatment associated with this event.